Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotapro and 1.50mm and rotawire were selected for use. During procedure, it was noted that the material was defective, and it was not possible to pass the rotawire as it became stuck. The pressure was checked, and the procedure was completed with a different device. No complications were reported.